Event description:
Device continued to deliver rf energy after foot switch released. Device had to be manually turned off. Physician reports there was no patient injury. Device continued to deliver rf energy after foot switch released. Device had to be manually turned off. No patient injury; device to be returned for analysis.